Event description:
It was reported that the screw was stripped while being inserted to the plate at c2. The screw could not be fully tightened to the seat. The surgeon changed a screw and the new screw stripped too. It was also reported that the same process happened while c3 screws were placed. The plate was reportedly fully seated and all locking rings had been properly locked over screws.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. However, the screwdrivers that were used in the reported event were sent to manufacturer for evaluation. A visual macroscopic evaluation determined that the tips of the screwdrivers were stripped. Additional screws from the same set were also returned for evaluation. A visual macroscopic and functional evaluation was performed. No non-conformances were noticed and the screws appear to be made with accordance to specifications. We were unable to determine the cause of the event.